Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 500 mg/dl and their sensor glucose read 70 mg/dl. The customer treated their blood glucose with the insulin pump. Customer also reported they were receiving false low predict alerts. The customer was advised of the proper techniques to avoid inaccurate readings. No additional information provided.